Event description:
New information received indicated the lead was explanted and replaced.

Event description:
It was reported that noise was observed to have triggered ventricular noise reversions and inhibition of right ventricular pacing. Pacing lead impedance dropping below normal range was observed. The patient is pacemaker dependence but was not symptomatic. Noise was not reproducible. Patient will be sent to another facility. The lead remains implanted.